Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit indicated low battery. There was no reported adverse patient impact.